Manufacturer narrative:
Device passed the displacement test and self test. No screen discoloration or partial display anomalies noted during testing. Missing segments or partial display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump¿s screen was partial and had purple colors in the background. Customer¿s blood glucose was 234mg/dl. Customer stated that insulin pump was dropped. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.